Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was treated by paramedics in 2007 due to an incidence of hypoglycemia. The pt reports that at 6:14pm he consumed 54g carbohydrates and administered 10 units of insulin. At 7:10pm, he states he "felt funny", tested his blood sugar and got a reading of 500mg/dl. He bolused 5.6 units. At 7:26pm, he tested again and the monitor read 71mg/dl. States he ate 60-70 grams of carbohydrate. At 8:37 pm, he stated "I still felt funny". He tested and blood sugar was 263mg/dl. Around 9pm, he states he passed out. Paramedics were called and he was treated on site. States he refused to be transferred to the hospital. States the paramedics tested his blood sugar and it read <20 on their meter. He was treated with glucose IV and ate food. He was in the 100's when the paramedics left. At 11:30 pm, he tested on another meter and got a reading of 200. He administered insulin via the pump, and an hour later, his blood glucose was 88 per his back-up-meter. Device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.